Event description:
It was reported the patient had chronic driveline infection, with pump exchange being considered as treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.